Event description:
Received notification from attorney. Attorney reported that in 2002, pt underwent an appendectomy and the surgeon "utilized an endobag during the procedure." Recovery was without incident but in 2005 after experiencing abdominal pain, a CT scan" revealed a 3.7 mm piece of wire in the rear of his abdomen. The pt alleges, through an expert, this wire came from the endobag ..." The piece remains in the pt at this time.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.